Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality control data are within expectations. A general reagent issue was not obvious. Assay performance checks peformed on the analyzer were within specification an did not produce any concerns about the performance of the analzyer.

Event description:
The customer received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.100 miu/ml accompanied by a data flag and this value was released outside of the laboratory as <0.1 miu/ml. The physician questioned the result, so the sample was repeated on (B)(6) 2012 on an e411 analyzer. The repeat result was 3597 miu/ml and this value was believed to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative could not determine a cause. He verified that the system was performing to specifications and performed performance testing.